Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal to mid right coronary artery (rca). After pre-dilating the lesion with a 4.0x15mm non-bsc balloon, the 3.5x8mm taxus liberte stent delivery system (sds) was advanced, but unable to cross the lesion. When the device was removed from inside the patient, the edge of the stent got stuck on the unknown guide catheter and lifted up. The sds and guide catheter were removed as a unit. The target lesion was further dilated and a 3.5x8mm taxus liberte stent was implanted. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4).